Event description:
The neurosurgeon reported observing post operative on CT scan subgaleal hematoma of significant size after implantation of duragen. The patient required re-exploration of the surgical area and the duragen was removed and replaced with gelform. The patient recovered.